Event description:
It was reported that during preparation the suture was found to be broken. A ureteral stent system was taken out of the package and they found a knot on the string attached to the catheter. A second ureteral stent system was selected, however, the suture broke. A third ureteral stent was selected and completed the case. No patient complications were reported and the patient's status is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).